Event description:
Originally attorney reported: the patient's injuries were proximately caused as a result of the defective design of the mesh product. Based on medical record review: 2008 - patient was injured at work while lifting a patient. Four months later - patient presented with a uterine prolapse and underwent a supra-cervical hysterectomy, laparotomy, sacrolpopexy and a pubovaginal sling with the sparc sling system. Patient underwent 6x6 bard mesh implant. From the time of this procedure, the patient had multiple physician visits for the complaints of pain. In late 2008 - patient had a general surgery consult. The surgeon notes chronic pain in the pelvis floor and coccyx, possible adhesions at the site of the previous appendectomy site. In 2009 - patient underwent lysis of the entrapped nerve, lysis of adhesions, exploratory laparotomy and excision of colpopexy mesh. According to the operative report, "the mesh appeared well retro peritonealized. There did appear to be some elevation of the vaginal apex, consistent with some contraction of scar tissue, which may possible account for her pain and discomfort with certain activities".

Manufacturer narrative:
The medical records provided did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information, no bard mesh device failure occurred.